Manufacturer narrative:
H.6. It was performed the DHR, there wasn¿t quality notification found. Only maintenance record for this batch was found which related with one of both failure. The pictures of product were sent by the customer, so it was possible to carry out an investigation, confirm the complaint for the defect and determine the probable root cause. We inform that the current controls to detect the incident are done by visual inspection in the process of packing of needles every 02 hours in 40 parts sample size, and also in the process of assembly of needles every 02 hours in 50 parts sample size. In the process of needle packing and inspection performed by the operators follow according to control plan. This inspection is visual and recorded so that the status of the batch can be defined, whether it is approved or not approved for the foreign matter. Information on the occurrence of this complain was informed to employees directly involved in the process. Reinforced the orientation so that they can be awarded with regard hair in product during the activities in the process. We emphasize that the employees wear coats and caps in the manufacturing process, the caps were extended to other areas adjacent to the factory. The place where the packaging process occurs is isolated from the external environment to prevent foreign matter from reaching the product. The process as a whole is monitored so that its performance and effectiveness of preventive and corrective actions can be measured. For this kind of failure one blitz (foreign matter no 39) was raised to avoid new occurrences. The needle quantity assembled for batch was # 540,000. Units. According document CPR-028. The classification for this occurrence according table specified in this document is: remote (o2) because the percentage of this defect was 0,0002%. P occurrence 1/100.000 (0,001%) > p _ 1/1.000.000 (0,0001%) CAPA is not applicable. H3 other text : see section h.10.

Event description:
It was reported that 2 needle 18x1-1/2 ll eclipse experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: hair inside the package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needle 18 x 1-1/2 ll eclipse experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: hair inside the package.